Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. Therefore, the system was not tested on-site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no investigations found, which were considered relevant to this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery using an ophthalmic system, an issue occurred where irrigation changed from ¿on¿ to ¿pause¿ when the handpiece was removed. The side button of the footplate was set to continuous irrigation, and the surgery was completed without any problems. There was no patient harm.